Manufacturer narrative:
The investigation for the reported aic (console) battery cell failure has been completed. The console was returned for evaluation. Upon testing, battery failure issues were able to be reproduced. Issues were determined to be caused by internal battery cell imbalance (found in vcell3 of battery). The data logs were reviewed and the issues with the battery failures on this console were confirmed. There were multiple instances of battery failure alarm (transport connection blown/missing) (event set #360), battery failure alarm (low voltage) [v < 12v] (event set #350), and battery level low (50%) (event set #23) found from the reported occurrence date. The root cause of this issue was internal battery cell imbalance.

Event description:
The user facility's biomedical engineer reported that the automated impella controller (aic) had a battery failure, and consequently, the aic was replaced. There was no report of patient involvement.

Manufacturer narrative:
The automated impella controller (aic) has been received from the customer. However, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.